Manufacturer narrative:
The insulin pump was received with no and down response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked case on the display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was advised to contact their local hospital about receiving an upgraded insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.